Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. The visual and functional test identified the reported condition as a large leak on the right edge of the bag. The leak location and magnitude would have been obvious if present during the filling of the bag. Magnified inspection of the leak location identified the leak as a wrinkled eva and edge gouge. Based on evaluation findings and the customer report that the leak was discovered at the end user facility during incoming quality inspection, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have pinhole leak on the right seam. The leak was discovered during the facility quality inspection. This report documents no patient involvement or adverse events. No additional information is available.